Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version unknown. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced "dreaking when wake up", sweating and loss of consciousness. The customer regains consciousness and was able to self-treat with orange juice, bread with sugar and butter. There was no third-party treatment provided for the reported issue as the customer was capable of self-treating. There was no report of death or permanent impairment associated with this event.